Manufacturer narrative:
The field service engineer (fse) checked the analyzer and confirmed it was within specification. All initially reactive samples (results = 0.9 coi) should be re-determined in duplicate with the elecsys hiv combi pt assay. Repeatedly reactive samples must be confirmed according to recommended confirmatory algorithms. Confirmatory tests include western blot and hiv rna tests. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. No product problem was identified. The elecsys hiv combi pt assay performs within specification.

Manufacturer narrative:
The analyzer serial number is (B)(6). The qc recovery data provided was within specification. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hiv combi pt results for 1 patient on a cobas e 411 analyzer (rack system) compared to two unknown methods. On (B)(6) 2025, the patient had samples collected and tested for hiv, the results were non-reactive. On (B)(6) 2025, the patient had a sample tested that had a result of around 2.00 coi, interpreted as reactive. On (B)(6) 2025, the patient had separate samples collected and tested at two different laboratories. Both gave non-reactive results. The method and assays used were not provided. On (B)(6) 2026, the patient had a new sample tested that gave a result around 2.00 coi, interpreted as reactive. The sample was repeated and the result was also reactive.